Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the atrial lead exhibited noise oversensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable in condition.